Event description:
This spontaneous case was reported by a consumer and describes the occurrence of headache ('daily headaches') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criterion medically significant), fatigue ("fatigued"), burnout syndrome ("burnout"), depression ("severe depression"), paraesthesia ("tingling in my hands") and dizziness ("dizziness / I am prone to repeated dizziness") and was found to have weight increased ("weight gain"). Essure treatment was not changed. The reporter provided no causality assessment for burnout syndrome, depression, dizziness, fatigue, headache, paraesthesia and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 110 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-sep-2022. The most recent information was received on 07-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("daily headaches") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced headache (seriousness criterion medically important), fatigue ("fatigued"), burnout syndrome ("burnout"), depression ("severe depression"), paraesthesia ("tingling in my hands") and dizziness ("dizziness / I am prone to repeated dizziness") and was found to have weight increased ("weight gain"). Essure treatment was not changed. No causality assessment was received for essure with regard to fatigue, burnout syndrome, depression, weight increased, paraesthesia, dizziness or headache. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 110 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.